Event description:
After case when removing the 55ep probe from the neck a piece of the probe broke off remaining in the pt's neck - it was removed by the surgeon with hemostat (so no remaining pieces were left in the pt.) Staff asked surgeon if staff needed to save piece and he said no, so piece disposed of in sharps container.